Event description:
Event description guidant received information that this endotak c and epicardial patch lead was exhibiting erratic shocking impedances. Additional follow-up noted an out of range shocking impedance message upon interrogation. The patient was brought in for an invasive procedure, where dislodgement of the endotak lead was revealed. Due to the erratic impedances and high dft's, a new sub q array lead was implanted and is being utilized as the negative coil; the proximal coil on the repositioned endotak lead is being used as the positive. The patient is on a a heart transplant list and no further invasive procedures will be done at this time. The event will be re-evaluated if additional information is received.